Manufacturer narrative:
User reported issue was confirmed. Device was found to have a power issue caused by a worn power button (on/off). The device was repaired and retested to meet all the specifications on 11/18/2015. (B)(4).

Event description:
The user reported "pump stops after infusing the first several ml, without any type of alarm. No patient incident or injury."